Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "hard feeling" and suspected capsular contracture, baker grade unknown.

Event description:
Patient reported "hard feeling" and suspected capsular contracture baker grade unknown on right side. The device remains implanted.